Manufacturer narrative:
Additional information received indicated that a revision procedure was performed. The rv lead and device were explanted. The device will not be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead received a shock and presented to the hospital. Upon device interrogation, there was evidence of noise and oversensing associated with many non-sustained ventricular tachycardia (nsvt) episodes. There were also high pacing threshold and impedance measurements that had increased from 500 to 2,500 ohms. The device system planned to be reviewed. No adverse patient effects were reported.